Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's associated one step pacing cable will not accept the input of the one step electrode. Complainant indicated that there was no patient involvement in the reported malfunction.